Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
No malfunction was reported on the implantable cardioverter defibrillator (ICD). The ICD was returned for analysis. Visual and longevity analysis were normal with no anomalies found.